Event description:
Opened 38mm round, but found a 38mm oval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.